Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy birth - complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit/problems") and post procedural infection ("complications during removal surgery- infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, nausea, nervous system disorder and post procedural infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy : (B)(6) 2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received. Previously reported event "injury" is replaced with "chronic, dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods, pregnancy birth ¿ complication, device ineffective, bladder infection .,uti, vaginal infection ., vaginal discharge, gi conditions, nausea, neuro condit/problems, patient did not underwent essure confirmation test, complications during removal surgery- infection" added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('in the proximal portion of the fallopian tube, there is a coiled wire that appears to dead end into the myometrium on right side,metal coiled wire that also appears to dead end into the myometrium of the fundus on left side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included morbid obesity, blood pressure high, benign essential hypertension, gonorrhea, breast cancer and uterine bleeding. Concomitant products included lisinopril since 2008 and paracetamol (tylenol) since august 2013. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), vaginal disorder ("vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and weight fluctuation ("weight gain and weight loss(up and down)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), post procedural infection ("complications during removal surgery- infection") and genital haemorrhage ("abnormal bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy birth - complication"). The patient was treated with antibiotics and surgery (hysterectomy (partial)/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and weight fluctuation was resolving, the embedded device, pregnancy with contraceptive device, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, nausea, nervous system disorder, post procedural infection and genital haemorrhage outcome was unknown and the dysmenorrhoea, vaginal disorder and vulvovaginal mycotic infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal disorder, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: insertion date discrepancy : (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events added: vaginosis, yeast infections, fatigue and weight gain and weight loss(up and down) ,embedded device ,abnormal bleeding. Event severity added for: pelvic pain. Event outcome updated for: pelvic pain and chronic, dysmenorrhea (cramping). Medical history, reporters, concomitants and treatment drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('in the proximal portion of the fallopian tube, there is a coiled wire that appears to dead end into the myometrium on right side,metal coiled wire that also appears to dead end into the myometrium of the fundus on left side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included morbid obesity, blood pressure high, benign essential hypertension, gonorrhea, breast cancer and uterine bleeding. Concomitant products included lisinopril since 2008 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (cramping),"), vaginal disorder ("vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and weight fluctuation ("weight gain and weight loss(up and down)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), post procedural infection ("complications during removal surgery- infection") and genital haemorrhage ("abnormal bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy birth - complication"). The patient was treated with antibiotics and surgery (hysterectomy (partial)/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and weight fluctuation was resolving, the embedded device, pregnancy with contraceptive device, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, nausea, nervous system disorder, post procedural infection and genital haemorrhage outcome was unknown and the dysmenorrhoea, vaginal disorder and vulvovaginal mycotic infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal disorder, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: insertion date discrepancy : (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.